Manufacturer narrative:
(B)(4). Device history record was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to goulian guards. A visual inspection of the product involved in the complaint could not be conducted since the product was not returned. No confirmed complaints were received in this range with the same issue. No further investigation is possible without a physical sample.

Event description:
The surgeon was attempting to perform a split-thickness skin graft with a 0.010 depth weck blade, but it started to take a full thickness graft. He immediately stopped and sutured the laceration closed. Surgeon thinks the blade guard was out of calibration. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. The manufacturer will continue to monitor and trend related events.

Event description:
The surgeon was attempting to perform a split-thickness skin graft with a 0.010 depth weck blade, but it started to take a full thickness graft. He immediately stopped and sutured the laceration closed. Surgeon thinks the blade guard was out of calibration. The patient's condition was reported as unknown.